Event description:
It was reported that a patient underwent surgery to remove and revise a broken locking compression (hip) plate and locking screws on (B)(6) 2015. The original implant procedure was performed approximately 1.5 months ago. The plate was removed due to breakage of two (2) proximal locking screws through the plate/screw junction. In addition, the third or distal-most proximal locking screw was backing out. Three (3) other fully intact cortical screws were also removed. There was suspected infection, but no reported fragments or surgical delays. The patient was revised with multiple k-wires and was put back into a spica cast. The patient underwent two (2) proximal femoral osteotomies to relieve fetal positioning and better facilitate caregiving. The surgery was successfully completed. This report is for two (2) unknown locking screws. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Patient identifier is not available for reporting. Patient weight is reportedly between (B)(6). Date of postoperative breakage is unknown. This report is for two (2) unknown locking screws. The exact date of original implant is unknown, but was reported as being approximately 1.5 months ago. The complainant part is not expected for return as it was possibly discarded. Unknown as specific part and lot numbers for the plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.